Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer after running cycles. There was no report of any human reaction. The customer was advised to turn the unit off and vacate the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 01/08/2010. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (08/18/2013 through 02/14/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from march 2013 through february 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. Apa investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter was unable to pass special test plans. The reason for return of the catalytic converter was confirmed. The oil mist filter was not returned. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.